Event description:
It was reported that six months after 1999 implant, the device became infected. It was also reported that the implantable neurostimulator (ins) was placed in the wrong place; this thus caused the infection. No additional information was noted. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).